Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient stated that the area around his ribs was tender and sore when wearing the lifevest. The patient stated that his wife, who works at a hospital, would take care of the sore area. During follow up with the patient, the patient stated that the soreness had improved.